Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's sensor board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming for high respiratory rate. There was no harm or injury reported.